Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Family member reported that patient seems to be going to the bathroom too frequently about 2 days ago. Family member stated they increased it all the way to 8.5 volts and it won't go any higher. It was explained that it was as high as it could go. The patient sync with programmer, noted stimulation was on and was able to adjust stimulation. Patient was on program 1 at 8.5 volts. She thinks he was at 8.0 volts before she changed it. Patient could feel any stim at all. It was noted patient was not feeling stimulation in the correct area. The patient stated that he had a medical procedure less than a month ago. Family member was redirected to follow up with health care provider (hcp) to see why he has return of symptoms and could not feel stim. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.